Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the fundus of stomach during a band ligation of esophageal and gastric fundus varices procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the physician deployed the fifth band; however, the deployment wire had malfunctioned and directly deployed the sixth band resulting to deployment failure. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: medical device problem code a0401 captures the reportable event of the deployment wire was malfunctioned. Medical device problem code a150103 captures the reportable issue of bands prematurely deployed. Medical device problem code a050501 captures the reportable event of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly did not present any visible damage and the trip wire was secured in the handle. It was also noted that the crimp was present on the trip wire and it was not broken. Further analysis noted that only a small section of the suture was returned and it was found to be cut and attached to the distal loop of the ligator head. The ligator head was returned and its teeth were found to be bent. Additionally, the suture hole looked in good condition. A microscope evaluatin was performed on the cut end of the suture, the ligator head teeth bent and the suture hole. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other issues were noted on the device. The trip wire bent/kinked could occur during the device setup securing the trip wire in handle slot and rotating the handle during the use of the device. Additionally the ligator head teeth were bent, indicating that the component was submitted to tension forces during the use of the device and this could have affected the bands deployment activity leading to an improper deployment of the bands. Based on the evaluation of the returned device, these failures are likely due to handling and manipulation of the device. Additionally; it is very important to mention that during manufacturing the product is inspected to ensure its proper integrity and there is no control in how the units are handled at the field. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU). It was reported that the device was used in the fundus of the stomach. Per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not describe in the indications for use.

Manufacturer narrative:
(B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the fundus of stomach during a band ligation of esophageal and gastric fundus varices procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the physician deployed the fifth band; however, the deployment wire had malfunctioned and directly deployed the sixth band resulting to deployment failure. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.